Event description:
Per the audiologist, the patient reported having facial nerve stimulation and decrease in performance following a traffic accident (date not reported). The results of an integrity test done in early 2009 indicated multiple electrode anomalies. Explant/reimplant surgery is planned, but had not been scheduled at the date of this report.